Manufacturer narrative:
The investigation remains open. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed that the handle and impactor had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure with regard to the impaction handle and impactor. The complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.

Event description:
The type of this complaint is instrument breakage. During tka by using attune on (B)(6), the products in question broke. 1. The lock of the impaction handle broke when the surgeon used the keel punch during working on the tibia. The red part of the lock got out of place when the product in question hit against the alignment tower. By using the replacement, the procedure was done properly. 2. When the surgeon inserted the femoral implant, the femoral impactor broke. The procedure had been almost done, so there was no influence on the surgery. In both cases, the surgeon used a metal hammer. The surgery was complete without any delay. There was no harm to the patient.

Manufacturer narrative:
The complaint states the type of this complaint is instrument breakage. During tka by using attune on (B)(6), the products in question broke.1. The lock of the impaction handle broke when the surgeon used the keel punch during working on the tibia. The red part of the lock got out of place when the product in question hit against the alignment tower. By using the replacement, the procedure was done properly.2. When the surgeon inserted the femoral implant, the femoral impactor broke. The procedure had been almost done, so there was no influence on the surgery. In both cases, the surgeon used a metal hammer. The surgery was complete without any delay. There was no harm to the patient. The investigation confirmed that the handle and impactor had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure with regard to the impaction handle and impactor. The complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.